Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is displaced on the balloon and severely deformed at its distal end. The balloon is well folded and shows no signs of inflation. Microscopic analysis of the balloon surface revealed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. In the as-returned state the instrument was located in the 6f guideliner extension catheter (0.056 inch). The extension catheter was found deformed (i.e. Pinched) about 11 cm proximal to its distal end. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the extension catheter whose dimensions do not meet the requirements specified in the pk papyrus IFU.

Event description:
A pk papyrus covered stent system was selected for treatment of a large dissection of rca occurred during complex pci, treated with a total of 4 pk papyrus. A sion wire and guideliner was used. One pk papyrus became lodged/stuck in guideliner upon entry to vessel, requiring both to be removed. Final outcome was successful.